Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 79 and 56 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-110 mg/dl and expected evening non-fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 120 mg/dl using truemetrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the den. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is 03/31/2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: d9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.